Event description:
It was reported that during a gyn procedure, the device kept alarming. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/10/2008. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no solid tone was noted; however, an error code 7 was displayed. It was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted.